Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU is currently available. Section of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sex: due to hospital policy this information was unable to be obtained. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Due to hospital policy, no further information was provided.